Event description:
It was reported the distal 2.8 mm of the catheter broke off inside a patient. The catheter was being inserted in the upper arm, above the ac. The fragment of the catheter was removed from the patient in interventional radiology. The patient was reported to be doing fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the distal 2.8 mm of the catheter broke off inside a patient. The catheter was being inserted in the upper arm, above the ac. The fragment of the catheter was removed from the patient in interventional radiology. The patient was reported to be doing fine.

Manufacturer narrative:
(B)(4).